Event description:
The plaintiff's attorney alleged that the decedent expired on (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This is one event reported on the same pt involving two separate products and associated with MDR #1225714-2014-03822.